Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained ventricular oversensing caused by post-paced t-wave oversensing. The device was reprogrammed to address the issue. The patient was asymptomatic.